Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on may 24, 2018: inner dilator would not advance through tre sheath. Attempts to remove wire and dilator caused wire to "ribbon". The entire tre sheath, inner dilator and wire had to be removed. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a fractured piece of a "j" tip guidewire, a dilator and a tre-sheath. A visual examination of the returned devices noted the dilator had rippling/stretching/elongation throughout the shaft of the dilator. Kinks in the shaft were also noted. The tre-sheath was noted to have kinks located at 15.5cm and 21cm marker. The guidewire was notedto have breakage at the proximal end. All three devices met the manufacturing dimensional specifications for each product. The customer's reported complaint description guidewire "ribbon" unraveled is confirmed. The root cause of the guidewire unraveling was due to the kinks noted on the tre-sheath. When withdrawing the guidewire, excessive force may have been used, and as a result the safety wire inside of the guide wire broke and the guidewire elongated. This complaint does not appear to be manufacturing related. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The reviews confirm that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number contains the following statement: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #(B)(4).